Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 60% stenosed target lesion was located in the moderately calcified and 45-90% tortuous right coronary artery. A 3.00x16mm promus element plus was deployed and a non-complaint balloon was used for post-dilation. The catheter hit the proximal stent struts causing deformation. Immediately another drug-eluting stent was deployed to rectify. There were no adverse patient effects.